Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Primary surgery notes were provided and no complications. Also, undated x-rays were provided and review was performed by third party hcp. The review states radio-graphically normally appearance of pre, immediate post and later post operative of right tka. Device history record was reviewed and no discrepancies were found. The surgeon stated the issue could be due to excessive cuts during the initial procedure, however the patient's anatomy is also a possible factor contributing to the issue and revision. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: articular surface catalog # 90597002110 lot # 63491694. Tibial component stemmed catalog # 00598002702 lot # 63492093. Report source: foreign - (B)(6). Event was initially reported under 0001822565-2018-03788.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently nine months later the patient was revised due to a possible excessive distal femoral cutting.